Event description:
The rptr stated that a preterm infant received approx 500cc of IV fluid over 11 hours due to the stopcock having been broken by one of the hosp personnel resulting in a free flow IV. The pt experienced hyperglycemia, electrolyte imbalance and fluid overload. All resolved with 8 hours of fluid restriction.